Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose bg) was 68 mg/dl. Customer was vomiting and was on the way to the emergency room. Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.